Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located at the moderately calcified iliac artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 10atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's condition was stable.